Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional perclose proglide device is being filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a thoracic aortic aneurysm (taa) interventional procedure. Reportedly, suture breaks were noted after harvesting the sutures of both proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 20f and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported suture break was not confirmed as the entire suture was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.